Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized two days after event onset. The cause of the peritonitis was unknown. On the same day as hospitalization, the patient was treated with injection vanlid (1g, intraperitoneally, frequency not reported) and injection merocrit (500mg, twice daily, route not reported). Antibiotic treatment was ongoing. The patient outcome was unknown. Action taken with dianeal therapy was ongoing. No additional information is available.